Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event: event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2021-03244. It was reported that the patient¿s leads had migration resulting in uncomfortable stimulation. As result, the patient¿s leads were repositioned on (B)(6) 2021. Effective therapy was established post-operative.